Event description:
Customer states the device was used in a rescue. Device analyzed and administered shock once and then prompted "service required". Patient survived.

Manufacturer narrative:
Device has not been sent to cardiac science corporation for evaluation yet.